Manufacturer narrative:
The conclusions are as follows: the complaint reported has been investigated and the review of provided data concluded that: - the rootcause of the slow behaviour cannot be established. Nevertheless, a likely hypothesis could be the inductive mode used for all follow-ups performed. Indeed, this inductive interrogation is known to be slower than rf or ble communication. To confirm or exclude this hypothesis, a tablet expertise is needed. - due to a software bug related to the autoprint function, the session did not end correctly and the smarttouch programmer remains open. This limitation will be corrected in the upcoming programmer version.

Event description:
Reportedly, the smarttouch programmer was totally working slowly with the new smartview 3.16. As example, when physician uses the off button of the session, it takes long time to go back to the normal screen.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the smarttouch programmer was totally working slowly with the new smartview 3.16. As example, when physician uses the off button of the session, it takes long time to go back to the normal screen.